Manufacturer narrative:
(B)(4). Product testing on the meter confirmed damaged display. Pad failures 1, 2, and 56 were noted; a pad failure will cause specific areas of the meter's lcd screen to be unreadable. Certain pad failures may occur when the meter is dropped. Damage to the lot number field and the date/time field were noted. This issue is associated with field correction 2954323-08/17/07-002-c which was reported (B)(4) on 08/20/2007.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. Upon product investigation, it was discovered the meter exhibited damaged display. There was no report of death, serious injury or mistreatment associated with this event.